Event description:
It was reported that the right ventricular lead had episodes of oversensing noise. Sensing was also noted to be diminished. Isometric did not reproduce the signal. The lead was noted to be capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3357-40c ICD, implanted: (B)(6) 2015. (B)(4).